Manufacturer narrative:
Result: there was no visible damage to the exterior of the penumbra aspiration pump (pump). The pump was powered on and was able to reach a full vacuum. The pump was ran for 30 minutes without issue. Conclusion: evaluation of the returned device revealed that upon powering on, the pump could reach a vacuum pressure within specification. The pump functioned as intended, and the root cause of the complaint could not be determined. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). Before the procedure, the pump max was checked and the staff noticed that the negative pressure did not elevate. The staff checked the connection with the canister and confirmed that there was no air leakage. The main switch was turned off again while negative pressure was lowered and attempted to elevate the pressure but was unsuccessful. The penumbra system was not used in the procedure and the treatment was finished with injection of thrombolytics.